Event description:
The pt has two leads implanted with the same lot number. It was reported the pt has experienced a change in her stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays have been ordered to determine if the lead has migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.